Manufacturer narrative:
(B)(4).

Event description:
It was reported when the asymptomatic patient presented in the clinic today for a routine check, nonsustained right ventricular oversensing episodes was observed on the ventricular channel. Noise was not reproducible. A programming change and dft testing were completed.